Event description:
It was reported the unit was in need of repair. There was no harm or delay reported. Investigation found the motor speed was unstable. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was unstable. The motor and sleeve were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.